Event description:
Philips received a complaint by the customer on the v60 indicating that a low volume alarm error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a low volume alarm error occurred. The device was sent to bench for repair. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that a low volume alarm error occurred. The device was sent to bench for repair. The authorized service provider (asp) found that the flow sensor assembly needed to be replaced. The asp therefore ordered and installed the replacement flow sensor assembly to resolve the issue. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The device was restored to factory settings. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.